Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead oversensing of non-physiologic electrical noise artifact was observed. Noise with the atrial lead was previously reported on the lead during device change out. Patient now was experiencing ra oversensing again with isometrics of pocket manipulation reproduction noise on atrial lead. No intervention was planned and will continue to be monitored.

Event description:
New information notes noise was present prior to the device change-out (B)(6) 2018. No intervention was necessary. Programming changes were made. Most recently, the atrial lead noise was easily reproducible with isometrics and pocket manipulation; causing atrial oversensing. No further intervention was done at the recent device follow-up. Will continue to be monitored. Patient is stable.